Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three episodes of peritonitis manifested by abdominal pain. The cause of peritonitis, hospitalization, treatment and action taken with pd therapy were not reported. At the time of this report, the patient was recovered from the events. No additional information could be provided as the reporter declined follow-up.